Manufacturer narrative:
Corrected data: the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Upon analysis of the ipg, a review of the logs determined the patient¿s ipg had initiated a power on reset (por) and entered ¿service app¿ mode on (B)(6) 2018, causing a loss of therapy and communication with the patient programmer. The issue was resolved after a software update was performed on (B)(6) 2018. The reason for the por noted in the logs could not be ascertained. Longevity calculations suggest the device provided 14.37 months of therapy with an expected average longevity of 15.6 months, which exceeded 92% of the average calculated longevity. Based on the available information, the device battery voltage level was at an expected elective replacement indication (eri) level at the time of explant on (B)(6) 2018.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. The device was explanted and replaced on (B)(6) 2018.